Manufacturer narrative:
Patient age: (B)(6). (B)(4). The device was received for analysis after decontamination; the upn and lot number match those provided by the customer. The distal section of the returned device was twisted and a bend was identified approximately 3cm from the distal tip. Electrical testing was performed and no open or short circuits were identified. Tip offset measurements were performed, and offset values indicated the device is tracking. X-ray showed twisted wires along the distal tip. The steering knob and tension control knob functioned properly on both the lock and unlock positions; however, the device curves out of plane due to the twisted distal section. Visual inspection of the returned device also revealed the butt bond had been separated and there was dried blood inside. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on analysis completed july 13, 2017. It was reported that during an ablation procedure, after over four hours of use, the asymmetric curve intellanav oi ablation catheter stopped magnetically tracking. A standard curve intellanav oi ablation catheter was used to regain magnetic tracking and complete the procedure. The patient was not harmed in any way during the procedure; the patient was fine. However, returned device analysis revealed the butt bond had been separated and body fluid was identified inside.